Event description:
Home pt (hp) "feels air bubble in shoulder". Family member of hp reports home pt experienced shoulder pain after dialysis treatment. Family member reports extension line was primed fully prior to connecting the pt and that hp did complete treatment the night of the incident. Family member reports pain has subsided on its own, with no medical intervention required.